Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this device received multiple inappropriate shocks due to t-wave oversensing. An in clinic evaluation was performed however, no vector options were of a viable nature and the device programmed off. An exercise test was later completed which again confirmed no viable vectors and an auto setup illustrated only one viable vector which was only in the supine and sitting positions. The health care professional indicated a likely root cause of the current sensing and morphology issues were the result of a recent alcohol ablation with suspected substrate modulation. It was further stated the substrate would stabilize over time however, the duration of stabilization unknown. At this time, the patient has been discharged with therapies turned off. A new exercise test is to be completed in approximately two months, at which time it is with confidence the substrate will have stabilized. Should the findings of the next exercise test show similar results, the patient will most likely be scheduled for system removal in favor of a transvenous cardiovascular system.